Event description:
I was tested by hospital and was allegic to mercury. Then, I was tested with a dmps challenge and tested extremely high for mercury. The mercury in my body was obsolutely due to the 14 amalgam fillings in my body, 11 of which had begun to decay. I had all my fillings replaced, did 30 dmps chelations over 6 years and finally had to resign due to being so fatigued and exhausted from the mercury toxicity and the treatments needed to remove the mercury. I believe firmly that the FDA must understand that for some of us, amalgam fillings are toxic. For some of us, we are allergic to mercury and the amalgm fillings leach into our systems causing painful and bizarre symptoms. I am finally virtually symptom free - but - it cost me my profession, my health and many years of expensive out-of-pocket medical treatments. I firmly believe that the FDA is irresponsible for not taking immediate action on banning amalgm fillings as they are now doing in europe.